Event description:
Customer reported the insulin pump was no longer turning on. Device displayed off no power. She inserted a new battery and display remained blank. Blood glucose was 220 mg/dl. Recommended battery was not used. Customer was advised to clean the battery contacts and get a new recommended battery. Customer called back and stated issue was resolved. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.